Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 11 months. The explanted device is expected to be returned for analysis. It has not yet been received. It was reported that the pump is currently in the user facility's pathology department and a return date was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the percutaneous lead (lead) had damage with exposed wires underneath the silicone jacket. The system controller data log file submitted to the manufacturer was reviewed and low speed, low flow, driveline disconnect and pump stoppage alarms were recorded. No adverse patient effects were reported. On (B)(6) 2015, a distal end percutaneous lead repair was completed. After the distal end repair, the patient went several days with no alarms. Approximately one week later, the patient was in the clinic and a pump stop alarm was noted in the history screen. The vad team performed their standard protocol for internal driveline short to shield, including a system controller exchange, x-rays and lead manipulation. The patient subsequently underwent a pump exchange on (B)(6) 2015.

Manufacturer narrative:
Device returned on 09/14/2015. The explanted device and the replaced portion of the percutaneous lead (lead) was returned to the manufacturer for evaluation. Although the reported alarms and pump stoppage was confirmed via the submitted system controller log file, the cause of the events could not be conclusively determined. The log file captured a single series of low speed and pump stoppage events during a 6 second time period, appearing to be consistent with a potential percutaneous lead (lead) issue. The 12 days of data captured after the pump stoppage appeared to show the system operating as intended. An x-ray of the lead submitted for review appeared inconclusive for potential wire damage. The 17.5" replaced section of the lead was returned for evaluation. Examination of the lead found breakdown of the braided shield along the entire length of the lead. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires found a cut in the black wire approximately 15" from the metal connector. However, the cut appeared to have occurred during the replacement procedure and was not related to the reported event. The remaining wires appeared unremarkable and showed no evidence of damage or wear. The pump portion of the lead measured approximately 13.5" long. Combined with the replaced section of the lead, approximately 6" of the lead was not returned for evaluation. Examination of the pump portion of the lead found two small areas of braided shield breakdown. Electrical continuity testing did not reveal any discontinuities or shorts and visual inspection of the wires found no evidence of insulation damage or wear. Both the replaced and pump portions of the lead were submerged in a saline bath for hipot testing to check for current leakage though each wire's insulation. The test did not reveal any leaks that would have resulted in an electrical short. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not reveal a device related issue that would have contributed to the reported event. No further information was provided. The manufacturer is closing the file on this event.